Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the device taking a few tries to connect has not yet been determined. They have not found a provider who will take them as a new client so that a manufacturing representative (rep) can come and do a diagnostic and evaluation. They have been trying for 1 and a half years now. They have little to no healthcare options and they've asked for help several times to no avail. They are still having pain and electrical shocks from device. The issue is not yet resolved. The shocking has been occurring since the date of implant and the provider advised them to turn it off and never back on. The have tried looking for a provider over two hours away from them and no success. They were also told they would have to pay out of pocket.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been in regular contact with your esteemed organization through various modes of communication, including telephone and postal mail, for over a year. They reported pain and concerns from the outset, which persisted for over a year. Unfortunately, their problems were not satisfactorily addressed, and now that their healthcare provider (hcp) was no longer associated with northwestern, they have been unable to find answers or an alternative provider. The present communication reports a series of symptoms the patient had experienced when using an electrical device. Specifically, they had been subjected to electrical shocks and moderate randomized induced muscle spasms. The described events have resulted in a loss of control over the left leg and the onset of mild cramping pains. Following consultation with hcp post-surgery, the patient was advised to turn off the device for two weeks. Furthermore, the hcp did not request a follow-up appointment to review the situation. In addition, the patient had been experiencing difficulties with the phone provided to control my therapy. The device fails to hold a charge for over a few hours and occasionally malfunctions. Upon starting or restarting, the device boots into bios and prompts the selection of the booting process. There is a lack of consistency in booting and loading the software, resulting in a suboptimal user experience. The patient called back repeating a continuation of event previously reported in this case. They submitted information in this case and got a response to reach out. There seems to have been confusion "in the postal mail" that patient received as they were asked to call if they were having issues with their "internal battery." Patient clarified issue they are having is with handset not holding a charge/acting up and issues with it booting up. Patient also reported in the therapy app sometimes it takes them several times before it will connect just to check their battery to modify therapy. They believe this is all related to an issue with the handset. They were not sure if handset issue was impacting the micro my therapy and recharger applications. The last 7-8 times when they go to recharge the patient had to rescan/re-enter the serial number because it "says it cannot find or remember it." Patient also reported the recharger comes on and off by itself. Patient had tried to setup appointment with their provider and they would not see them. Patient was told that what they were experiencing "is not possible" and then patient received a letter that their provider left. Patient then stated this was just for external devices and reported their internal device was their greatest concern with "physically what is happening." Patient clarified they started having issues with the internal device affecting them physically from the date of surgery and stated they made their hcp aware as they did not leave the hospital due to complications but stated this was disregarded. Reviewed role of patient services. Patient stated they are ultimately wanting to meet with a provider to have all issues addressed in person. They looked through physician listing and stated their provider is still listed but stated that doctor had left. Patient stated they do not have a current managing physician. They have an appointment that was made 8 months ago with their old provider that was canceled and rescheduled with the rn. They have this appointment in the next week or so. Patient was having difficulty locating a physician that specializes in the interstim therapy that treats men. Redirected patient to their primary care physician or insurance for assistance locating a physician. Patient stated they are scheduled to meet with a "general urologist" next week as they are told they need to meet with them first before they can be referred to someone to manage their interstim device/discuss issues patient has been having. Warm transferred patient to hcit to address handset issue. Reviewed for patient to call back if still having difficulty with use of micro my therapy/recharger applications once handset issue was addressed as patient was relating all issues. Please note, agent had a very difficult time following throughout the call and made best attempt to document all information provided. Due to the nature of the call, agent was unable to collect any further information. The patient was transferred back to patient services. Patient repeated same information as previously noted in this case. Patient mentioned they have tried turning ins off 3 times for two weeks and that their physical symptoms seem to resolve when ins is off. Patient mentioned they had spinal surgery two weeks ago and they were worried about nerve damage. Patient said their physical issues are randomly feeling like ins is "prodding" them or there is a "electrical rod" between their scrotum and that that it feels like shocking between their anus randomly that causes them to "convulse." Patient also mentioned that hcp implanted ins on the opposite side than they had planned. Patient said they have motor issues and pain and cramping. Patient also said they had better results during the trial than with ins. Patient directed to follow up with hcp at upcoming appointment as previously noted regarding their symptoms.

Manufacturer narrative:
Continuation of d10: product ID wr9220 (serial: (B)(6)); product type: 0213-recharger; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.